Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument was not able to rotate. The procedure was completed with no reported injury and with less than a 15-minute delay.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a loose pitch cable. The instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtms), however the grips moved in the opposite direction. This behavior was observed in the yaw direction and presented on out of 3 installs. Motion issues can be caused by something else in the backend (ex: broken cable, loose cable, broken input, cracked input, cracked clamping pulley, loose clamping pulley screw, binding of gears, other). The plastic housing was removed, and during the visual inspection, the pitch cable was found to be very loose from the short input #5 in the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming loose at the distal end.